Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture thresholds and high, out of range, pacing lead impedance were observed. The lead was extracted and replaced using a laser sheath. The patient is in stable condition.